Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2020 with the following findings: a review of the pump¿s black box and alarm history showed evidence of power loss and battery alarm. A replace battery alarm on (B)(6) 2019 showed the pump was not resumed by user after the alarm. The battery compartment was found to be cracked with part of the compartment threads missing. The returned battery cap as well as a test battery cap were both unable to secure properly to the pump to maintain power. During investigation, the pump power loss and rebooting was duplicated with both the returned battery cap and test battery cap due to the compartment damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.